Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports four months after the dental implant was placed, the implant had achieved primary stability but not osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reports four months after the dental implant was placed, the implant had achieved primary stability but not osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).